Manufacturer narrative:
The iab carton was returned open and unused. A photo was also provided and reviewed. The bottom lid of the shelf carton was found with a tear near the left corner. No damage was observed on the top of the carton. Additionally inside the product tray and insertion kit was returned sealed and intact without damage. The evaluation confirms the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). Complaint record ID # (B)(4).

Event description:
N/a.

Event description:
It was reported that during the review of imported products, the distributor noticed the outer packaging of the iab was damaged. There was no patient involvement or adverse event reported.

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID(B)(4).